Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned for evaluation. The investigation is inconclusive for the reported self-activation. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy into dense tissue a biopsy instrument allegedly self-activated after the health care provider removed the device from the lesion. Reportedly, another device with a coaxial were used to complete the procedure. There was no reported patient injury.